Event description:
A doctor reported that a patient treated for lasik vision correction presented at the ten day post operative examination with a best corrected visual acuity of 20/50 in both eyes. The doctor further reported that the vision is uncorrectable. The patient was examined at the one month post-op follow-up and the visual acuity was reported as unchanged. The doctor indicated that the patient is being sent for a second opinion.

Manufacturer narrative:
Field service was not requested for this event however the amo field service engineer did examine the equipment a few days after the treatment for a different issue. The field service engineer performed tracker calibrations and optics adjustments and reported there were no issues with the equipment. No further information is available.